Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 205 mg/dl. A new cartridge was loaded and the pump performed as intended. Insulin delivery was resumed.